Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented to the hospital for reasons unrelated to the pulse generator. Upon interrogation, the pulse generator exhibited backup vvi operation. Due to the low battery voltage further troubleshooting could not be performed. The device was explanted and replaced at a later unknown date. No additional information was available at this time.